Event description:
The customer contacted beckman coulter inc, (bci) in regards to elevated accutni (troponin) result in the risk stratification range for one patient. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample using an alternate methodology and it was within the reference range. The initial elevated results were reported outside the laboratory. There are no reports of any adverse patient consequences or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Service did not investigate the event. A bci field service engineer (fse) did not evaluate the instrument. A system check report dated (B)(4) 2009, shows all portions were within specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.